Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the influenza b target that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Based on the data analysis review, the product is performing as intended. Per the customer, the alleged samples are pooled positive samples that are being run as controls. This is considered off-label use for the assay. The controls (positive and negative) are in place in the assay to ensure the product is working as intended and should be run as such.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the netherlands generated discrepant results when testing a pool of samples with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, as part of the validation of a newly installed cobas liat analyzer. Per the customer, the alleged samples are pooled sars-cov-2-flua-flu-b positive patient samples. No further information was provided including when and which assay(s) were used to initially test the patient samples as positive. The alleged pooled samples were run 3 times on cobas liat (sn (B)(4) and generated negative influenza b results. The samples were not tested individually. The results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.